Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ precisionglide¿ needles, foreign matter was in the needles. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd precisionglide needles, foreign matter was in the needles. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
According pictures and sample sent by the customer, bd confirms foreign matter on the needle. We inform that there are controls along process avoiding this kind of defect, this way if some foreign matter needle is found the whole batch is locked for final analyses. According to the maintenance record in the packaging machine, it was defined as the possible cause for this occurrence. During the cylinder change operation, foreign matter may have drop down and was not detected. Punctual failure considered. It was verified the batch record and the manufacturing date was july 06th ¿ 09th, 2018. The process inspections were performed and no records of this incident were found. The current controls at manufacturing process to detect the incident, are performed by general visual inspection each 02 hours at each parts cycle at packaging process. Packaging machine was defined as the possible cause for this occurrence. During the cylinder change operation, foreign matter may have drop down and was not detected. Punctual failure considered.